Event description:
It was reported that the patient has expired in 2008. The implant date and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Event description:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. At 05/15/2009, there has been no response from surgeon after repeated attempts to contact for additional information, and return of the product for evaluation.

Manufacturer narrative:
Device not returned.